Event description:
A report was received that a patient's precision system had been explanted. The explanting physician believes that when the patient turned on the stimulator, the stimulation was too strong. This caused the patient to experience weakness in her legs and fall. As a result of the fall, the patient's vertebra was fractured. The patient is reportedly doing well.

Manufacturer narrative:
The devices involved in the event will not be evaluated, because they were discarded by the medical facility.